Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type; lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the patient was not able to make adjustments both with or without the antenna attached. The patient was getting the poor communication screen; it had not been dropped or wet. It was not working with and without the antenna. The patient bought new batteries but the patient programmer was still not functioning. The recharger was working fine. The patient was in the hospital for 7 weeks and the day of the report he was going to charge the programmer but forgot how. The hospitalization for 7 weeks had nothing to do at all with the device or therapy. The patient was sent a replacement programmer because they weren¿t able to connect with or without the antenna. But the patient was still getting the poor communication screen with and without the antenna and just received the programmer the day prior. There was a communication problem reported and an implantable neurostimulator (ins) overdischarge was suspected. The patient hadn¿t felt stimulation for almost 8 weeks and they last recharged them, but went to the hospital for other things. It was noted the overdischarge could be the reason as to why the programmer and recharger weren¿t connecting. The patient put in new batteries in the programmer last friday prior but that didn¿t work. Additional information received reported that there was a confirmed overdischarge, it was the patients 1st overdischarge. A physician mode recharger (pmr) was performed and the pmr successfully reset the device. Actions taken as a result of the event was reprograming. Impedance testing was done. The patient had not charged for about three months. The patient was hospitalized and not able to access the recharger. It was reset after one 60 minute countdown. The patient charged to 50% and the power on reset (por) was cleared. Impedances revealed contact zero was greater than 10,000 ohms. It was programmed around and the patient had coverage to wanted areas. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient was hospitalized on/off a few times over the past few months and was unable to have access to the recharger. The patient was experiencing an increasing return of his pain. When reset, the patient was receiving desired coverage. There were no further updates that the manufacturer representative heard of.